Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed device was inserted into the patient. When the single stage dilator was retracted from the patient's trachea, particles of lubricious coating (a coating covering the dilator that aids in a smooth insertion/removal of the dilator device) were observed remaining in the patient's trachea. The doctor extracted the particles from the patient. No permanent adverse effects to the patient were reported.